Event description:
Pump was overrunning and shoulder did blow up more than normal but no adverse effects to the pt were noted. Sales rep switched out the transducers but the pump continued to overrun; removed and swapped out to continue the case without further incident. The or supervisor stated that swelling was a little more than normal and pt's status is unk. There was a 5-10 minute delay reported in the shoulder case.